Event description:
It was reported that the patient's lead had high impedances and patients' extension had loops. In turn, surgical intervention took place wherein the lead and extension were explanted and replaced. During the procedure patients ipg became unable to communicate with external devices, patients ipg was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information.

Manufacturer narrative:
The report of ¿high impedance / ineffective stimulation¿ was confirmed. Analysis of the returned lead extension found three internal wires were broken in the strain relief area. The root cause of the reported high impedance are these fractures; however, since there were no reports of the patient having trauma, fallen or any accidents the cause of the fractures could not be ascertained.